Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, brown particles in the fill channel, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a crease smooth opening on radius and a striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening. A striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b5,d6b,d9,h3,h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.